Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.